Event description:
It was reported that the left ventricular (lv) lead had dislodged years ago. The capture threshold on the lead was high due to where it was positioned. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk implantable cardioverter defibrillator: (B)(6) 2009 .a 6949 implantable tachy lead: (B)(6) 2005. (B)(4).